Event description:
The initial reporter stated they received a discrepant result with elecsys ft3 iii on a cobas e411 disk. The sample initially resulted in an ft3 iii value of 0.876 pg/ml and repeated with 4.49 pg/ml. No questionable result was reported outside of the laboratory. It is unknown which result was deemed correct. The ft3 iii reagent lot was 57323400 with an expiry date of 31-jan-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 had no alarms. The calibration signals were lower than expected. The quality controls were within range. Upon review of the alarm trace, no relevant alarms were observed. There was no indication of a reagent or instrument performance issue. The investigation could not identify a product problem. The cause of the event could not be determined.